Event description:
During treatment with zyplast in the glabella, the physician observed unusual blanching, stopped and massaged with good perfusion. The patient presented four days later with pain and erythema at the treatment site. The symptom area is 1cm by 1.5 cm with a gray center. The physician stated that this was a vascular event with some necrosis. Oral and topical antibiotics have been prescribed as well as oral advil. Follow up findings provided by the physician clarified that the product was cosmoplast not zyplast as originally reported.

Manufacturer narrative:
Allergan was provided with the lot number from the physician's office today, 19/jul/07. We are now pending a device history review. When the results of the device history review become available we will submit a supplemental medwatch.